Manufacturer narrative:
Product ID: 3093-28, lot# v330973, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
I was reported the patient felt an overstimulation sensation. Patient stated that while in the shower, she turned to wash her back and felt a strong shocking and jolting sensation. It felt like over stimulation in her vaginal area. The patient reported no known events while she was in the shower or leading up to today. She had no medical procedures, falls or traumas. The patient reported that at 1.5 years into her other battery that it "blew out on her." She reported that she needed to have new leads and a new internal neurostimulator (ins) implanted at that time. The shocking sensation did not happen when her previous ins stopped. Patient outcome is unknown. Additional information has been requested, but was not available as of the date of this report..